Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing. Therefore; a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿balloons seem to rupture quickly, sometimes holes appear directly after the balloon has been put on our 180 and 190 ebus, sometimes the defect appears during the examination after the balloon has been filled with aqua and blocked several times. On average, about two balloons per working day are directly defective or become defective during an ultrasound examination.¿ additional details regarding each procedure were not provided; however, all procedures were reported to have been completed successfully, with no patient or user injury. Follow up with the customer found that the issue occurred with about half of the balloons from the same package of twenty. The following medwatch reports are being submitted for the ten ruptured balloons [model maj-1351 serial number (B)(4): patient identifier (B)(6).

Manufacturer narrative:
Update to b5, please see b5 for further information. H4: the subject device was manufactured on april, 2022 based on the provided 3 digit lot information. The exact manufacture date cannot be identified since the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was discarded, a definitive root cause could not be determined. However, the results of the past similar investigation reveal the mechanism of balloon rupture. The balloons damaged by fingernails or overstretched by applicators had been possibly inflated. This might have caused the balloons to rupture. The balloons are made out of a light thin material, but they will not rupture due to handling the product as stated above. However, the balloons may become partially thin and rupture due to the pressure of inflation. The following is included in the instructions for use (IFU): "·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·the balloon can tear easily, beware of sharp objects." Olympus will continue to monitor field performance for this device.

Event description:
Related MDR with patient identifier c22328439 was inadvertently left out of the initial report.